Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err hwbat. No additional patient or event information is available. The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware error were observed. The reported event of a error icon displayed was confirmed. A root cause was determined to be a defective battery.